Manufacturer narrative:
The evaluation found the nozzle was clogged as there was some tissue adhesive in the nozzle. Additionally , a screw was missing from the distal end cover and switch 1 was cut/ leaking. The concerned product has not been repaired in the last year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that switch 1 of the customer evis lucera elite gastrointestinal videos was leaking, the nozzle was clogged and a screw on the distal end cover was missing. The issue was found during reprocessing. The scope was returned for repair and during inspection/testing, insufficient reprocessing was determined as the nozzle was found clogged with a foreign object. No death, injury or infection was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the clogged nozzle with foreign material was found to be medical glue adhered in the nozzle. The cause of the medical glue was likely from one of the following events: injected medical glue via endo therapy accessories during procedure. Mishandling of the accessories, medical glue adhered to distal end while withdrawing the accessories. Medical glue adhered in a/w nozzle and remained. The specific root cause could not be determined at this time. The instructions for use warn to not withdraw the endo therapy accessories if the tip is open or extended. The following information is stated in the instructions for use which may have detected the event: " preparation and inspection. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function". The following information is stated in the instructions for use regarding user handling which may have prevented the event: "using endotherapy accessories. Withdrawal of endotherapy accessories: warning: do not withdraw the endotherapy accessory if the tip is open or extended from its sheath; patient injury, bleeding, perforation, and/or endoscope damage may occur." Olympus will continue to monitor field performance for this device.